Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged belt connection) was investigated. Upon evaluation, the trunk cable connector was cracked, enabling the electrode belt from connecting to the monitor. The cause of the damaged connection is the cracked trunk cable connector. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged belt connection.